Event description:
The pt called tech support while in fill 1 of a ccpd treatment, to report a m65 "scale reading error" alarm. The pt was advised to resume treatment and continue the fill. Towards the end of the fill, the pt stated she feels some discomfort (feeling full). She was advised to do a stat drain and 8534 ml of fluid was drained. Upon completion of the stat drain, she felt better. The pt did not do any manual exchanges. She has 4 fills with a fill volume of 2100 ml and no last fill. There was no serious injury or medical intervention required.

Manufacturer narrative:
F/u contact: the pt was seen in the clinic the next morning following the event as a precautionary measure and it was determined that the pt was stable with no injury. The pt continues with the ccpd program using the replacement cycler without any complications.